Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication unknown, programmed for 20ml over 24 hours). Any patient involvement, injury or medical intervention is unknown. The customer also reported that they tested the device and it infused properly, they believe the drug was not properly diluted when administered resulting in the underinfusion. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.